Event description:
It was reported that the patient received inappropriate high voltage therapy. Review indicates that the device misdiagnosed supraventricular tachycardia as ventricular fibrillation. It was also noted that the patient was not taking her prescribed rate control medication at the time of the inappropriate therapy. Programming changes were made and patient was advised to continue her medication. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.